Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 240mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received stuck in a motor error alarm during the bolus delivery loop. An alarm for a motor encoder postilion error was confirmed in the history file. The insulin pump passed the rewind, basic occlusion test, prime test, and displacement test. The motor was tested outside of the device and passed the motor test. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No unexpected low reservoir alarm or memory loss was noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)